Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 252 (mg/dl). The customer had delivered a bolus but received an incomplete bolus alert. During troubleshooting the customer was advised to be sure they were not inadvertently pressing the wake button. The customer was then able to deliver a bolus successfully. Recommendation was made to consult with a health care provider to discuss diabetes management.